Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the cause of the pump detection failure was not determined since the data logs are inconclusive without returned product.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported as pump was prepped and when plugged into automated impella controller, alert for ¿defective catheter¿ appeared. Alarm unable to be resolved when reconnected. A new pump prepped and used. There was no patient harm.